Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during the basal rate delivery. The insulin pump was exposed to a cat scan during a hospitalization for pneumonia. The customer also experienced a high blood glucose reading of 417 mg/dl due to the hospitalization. Troubleshooting was performed, and the insulin pump passed the displacement test. The customer's husband called back to report another motor error alarm after being exposed to an xray. Advised the caller not to expose the insulin pump to these types of procedures. Advised the caller that the insulin pump would be replaced.